Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the information provided the lens remains implanted and the particle was left on the lens surface as it did not seem to be compromising the visual axis. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order however, is unrelated to this reported issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) in patient's eye surgeon noticed a strand or unidentifiable fiber looking to be stuck on the surface on the iol under the surgical microscope. Initially thought it was some cortex left from the cataract just removed, tried to gently aspirate it off but did not success as the maneuver was difficult to perform for her. Surgeon decided to leave the particle there as it did not seem to be compromising the visual axis. One day post-op surgeon used a slit lamp and assessed that it should not affect the patient vision as this particle seems to be sitting off the visual axis. Patient will be monitored to prevent any potential adverse effect and no more action is being planned. There was a 5-8 minute delay observed to aspirate the foreign material out. No further information provided.